Event description:
It was reported that the pt was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.